Event description:
Literature was reviewed regarding optimal oversizing with new-generation self-expanding valves. The study population included 762 patients from seven medical centers across canada and europe between 2018 and 2024. All patients were implanted with a medtronic evolut pro or evolut pro+ or evolut fx bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: annular rupture, cardiac tamponade, coronary obstruction, valve embolization, stroke, myocardial infarction, major vascular or bleeding complication, arrhythmia requiring permanent pacemaker implant, acute kidney injury, residual moderate to severe paravalvular leak, and conversion to open surgery. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: silvia mas-peiro et al. Optimal oversizing with the new-generation evolut (pro/pro+/fx) self-expanding valves: a multicenter study. Circ cardiovasc interv. Apr 14:e014916 2025. 10.1161/circinterventions.124.014916. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.